Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and would not stop the pump sequence. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 500 mg/dl at the time of incident. Customer was unable to troubleshoot as he did not have a battery for the pump. The customer indicated that he would call back when he is able to do so. No further information was provided.